Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited inappropriate anti-tachycardia pacing (atp) due to noise that was being oversensed. This resulted in two and a half seconds of pacing inhibition. Technical services (ts) reviewed the inappropriate stored ventricular episodes, and it appears to be due to electromagnetic interference (emi) as there was noise on both the right atrial (ra), right ventricular (rv), and shock channels. No previous noise has been seen before and lead trends appear normal. Ts recommended to check if the patient was having a procedure. At this time, the device remains in service. No adverse patient effects were reported.